Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon noted the tibial component was easily removed from the cement mantle, and it was completely non-adherent to the cement at the cement to component interface. He indicated the synovium was diffusely thickened with reactive synovial hypertrophy consistent with the loosening. He indicated no unusual wear in the tibial poly insert. The surgeon reported the femoral component was solid, it was not revised. He noted the patellar component was solidly fixed, it was not revised. The surgeon reported a complete synovectomy with removal of thickened tissue around the patellar button. The patient was implanted with depuy components. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2014. Dor: (B)(6) 2018. (Rt knee).